Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle hub separated from the relion® insulin syringe before use and remained in the shield. The following information was provided by the initial reporter: "consumer reported needle hub separated from syringe and stayed inside of the shield."

Manufacturer narrative:
Investigation: customer returned one (1) loose 31g x 8mm, 0.5ml relion insulin syringe from lot 8344552. Consumer reported needle hub separated from syringe and stayed inside of the shield. The returned sample was examined, and it was observed that the needle-hub/shield assembly was separated from the syringe barrel; no damage to the barrel tip was observed. The cause for this issue likely occurred during the manufacturing process. A review of the device history record was completed for batch# 8344552. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Process summary: the automatic syringe assembly machine feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. There were no notifications or maintenance dispatches during the timeframe of this batch that pertain to this defect. Root cause for this defect cannot be determined.

Event description:
It was reported that the needle hub separated from the relion® insulin syringe before use and remained in the shield. The following information was provided by the initial reporter: "consumer reported needle hub separated from syringe and stayed inside of the shield."